Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigationthe UDI number for section d4 is unavailable due to the absence of the di number.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shows electrical test failure #50 error. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) observed that system it is showing electrical test failure #50 error. Checked the system problem found with compressor, so that has to be replaced. On (B)(6) 2025 fse replaced compressor which customer has arranged then checked system with demo balloon and trainer it is working fine and ready to use. The UDI number for section d4 and d1 brand name is unavailable due to the absence of the di number